Manufacturer narrative:
(B)(4). The affected product has been received and the investigation is pending. A follow up report will be submitted once the failure investigation has been completed.

Event description:
Customer medwatch received, reported that the set was found to be leaking during a heparin infusion. Upon inspection, biomed found that the tubing had a pinhole in the pumping segment just below the upper fitment. There was no patient harm reported. No further patient/event information was provided.